Manufacturer narrative:
The stent remains in the patient. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
Device malfunction: none. Symptoms/ae: tia treated with heparin, stroke. Time of ae: after the procedure. It was reported that post an uneventful right internal carotid artery stenting procedure, the patient had a mild headache. Eight days post procedure, the patient had several transient ischemic attacks (tia) lasting from a few seconds to minutes requiring new hospitalization. Symptoms of the tia's were intermittent left facial and left arm numbness. A head CT was negative. The tia was treated with heparin. Twenty three days post procedure, the patient suffered a stroke and was readmitted with symptoms of left sided numbness and weakness. The patient was rehospitalized at this time. Although requested, there is no additional information available. Study event.